Event description:
I had the tvt tape put in 2005 and had pain during intercourse, continue leakage and pain during regular activities. My gynecologist discovered the tvt tape had eroded into my vaginal wall. It had to be removed and replaced with a sling in late 2008. I am still recovering. I think johnson and johnson should have notified our dr or ourselves of potential problems. This has affected our sex life and my actual physical health. Having to wear a pad due to leakage and painful sex is no way to live! Sincerely. Dates of use: 2005 -- 2008. Diagnosis or reason for use: incontinence.